Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), eczema ("eczema"), pruritus ("legs itching") and pain ("pain"). The patient was treated with surgery (in december these bad boys are coming out). At the time of the report, the abdominal distension, eczema and pruritus had not resolved. The reporter considered abdominal distension, allergy to metals, eczema, pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -bloating ,eczema, allergy to nickel, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), eczema ("eczema"), pruritus ("legs itching") and pain ("pain"). The patient was treated with surgery (in december these bad boys are coming out). At the time of the report, the abdominal distension, eczema and pruritus had not resolved. The reporter considered abdominal distension, allergy to metals, eczema, pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -bloating ,eczema, allergy to nickel, pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: bloating ,eczema, allergy to nickel, pain and reporter information were updated bloating ,eczema, allergy to nickel, pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.